Manufacturer narrative:
Exemption number: e2015015. The premarket ID is (B)(4). This number correspond to a new device, which has not been updated in the software system used to send the report to FDA, because of that the field is empty. In addition, we are already working on the update of this code on the software system of the company.

Event description:
(B)(4). The dentist reported that 2 months after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, the patient presented bone type iii and bone graft was executed.